Event description:
Hospira / abbott acclaim IV pump: IV rate set at 75 ml/hr. Free flow occurred with the pump door closed. On visual inspection, the latch closes tightly and hinges appear undamaged, but there is a very slight gap along the outer edge of the door when it is closed. IV fluid flows freely. The nurse did not notice the free flow occurring and hung a second bag of IV fluid. The patient received 2 liters in a short period of time. Fortunately, there were no adverse clinical consequences for this patient.